Manufacturer narrative:
Evaluation summary: the spiderfx embolic protection device was returned for evaluation. No ancillary devices or cine images from the procedure were returned. The spiderfx embolic protection system was received with the 320cm spiderfx capture wire not loaded within the duel ended catheter. The spiderfx filter assembly with floppy distal tip were not attached to the capture wire. The duel ended catheter was examined. The spiderfx filter assembly with floppy distal tip was located in the green delivery end of the duel ended catheter. The spiderfx filter assembly was just distal of the primary wire port. A kink was noted at the primary wire port of the green delivery end of the duel ended catheter. The spiderfx filter basket and floppy distal tip were extracted from green delivery catheter, using a forceps, for examination. No abnormality or deformity was noted in the floppy distal tip assembly. A kink was noted at the proximal end of the flex connector within the spiderfx filter basket. A small segment of the tapered capture wire was noted protruding from the spiderfx filter basket proximal radiopaque marker. When compared to the distal end of spiderfx capture wire a kink fracture was noted between the two segments. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician was attempting to use a spider wire in a procedure to treat a 10 mm moderately calcified plaque lesion in the distal left internal carotid artery(ica) with 90% stenosis. The artery was severely tortuous and had a 6mm diameter. The vessel was pre-dilated. During the initial advancement of the spider, resistance was encountered. The catheter was not gripped at the distal tip. The spider delivery catheter was passed to the ica lesion, and the physician tried to deploy the spider filter but it would not advance out of the sheath. The distal ica vessel was quite tortuous and ica lesion was quite tight to pass so, it was hard for the physician to push the device and it was also hard to deliver it. Several unsuccessful attempts were made to deploy the filter after which the device was removed. The green portion of the spider delivery catheter was kinked. A new spider was used to complete the procedure without incident. No patient injury was reported.